Manufacturer narrative:
A ge service rep performed an onsite investigation. The computer was evaluated and replaced. The sys software was reloaded. The sys was tested and found to be working as intended and returned to service.

Event description:
The field engineer noted that the computer would not boot up. This resulted in a loss of navigation functionality. There is no report of injury or death associated with the event described in this complaint.